Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, when the suture was pulled out only the blue suture was present. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis confirmed a posterior needle to cuff detachment occurred that would appear like the reported suture being pulled and only the blue suture being present. The visual observation and performance testing done did not detect a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f. Guide cath: 6fr jr 3.5. Stent: promus. Heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.